Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that the transmitter was not linking to the insulin pump. The customer's blood glucose was 500 mg/dl at the time of the incident. There were no symptoms provided for the high blood glucose. Customer stated the blood glucose readings were not sent over to the device. The customer has called two days ago for the same issue. The customer was advised of the connection process. The customer will not return the product for analysis.